Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 05-april-2024, it was reported by the patient for the 3 bent cannula within 30 minutes of use. Infusion set was placed in the hip. Blood glucose was 348 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available